Event description:
Customer is experiencing high blood glucose. The blood glucose started out at 470 mg/dl then increased to 580 mg/dl. Customer has treated with manual injection. Customer wanted to check if insulin was delivering. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.